Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. A family member reported that the up arrow and down arrow keypad buttons have been sticking and require multiple presses to obtain a response over the past month. She noted that the buttons do not click when pressed, and the button symbols are worn. The family member confirmed that the rubber keypad is intact; denied exposing the pump to water; and stated that the pump is cleaned with alcohol pads.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently unresponsive. Visual inspection confirmed that the button symbols are worn. There is evidence of keypad adhesive found under all key contacts.